Manufacturer narrative:
The products were discarded by the hospital, therefore no product is available for evaluation. The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event.

Event description:
The sales associate reported upon final tightening two of the dominos did not function properly, therefore they were unable to torque the set screw to a cocr rod. The dominos and plugs were removed and new ones were implanted. No adverse effects were reported, however this resulted in a thirty-five minute surgical delay.

Manufacturer narrative:
It was reported the products were discarded, however they were received for evaluation. A follow up report will be sent upon completion of the device evaluation. 510(k) number was corrected. Supplemental report two of two, see also 2242816-2015-00034-1. See also 2242816-2015-00085 an initial report was submitted as an additional lot number was received.

Manufacturer narrative:
Visual inspection performed by quality engineering of the two (2) returned items 14-589607 (5.5 x 5.5mm open-open saddle) internally referred to as "dominoes" verify that the parts show evidence of damage and a loss of functionality. On both dominoes there is visible shearing and stripping of the interior threads. An attempt was made to simulate the function of the dominoes using the associated polaris 5.5 system derotation plugs and fixed-handle plug starter but the attempt failed due to the aforementioned thread damage. The device history records were reviewed; there were no non-conformances or temporary deviations associated with the manufacture of the dominoes. All characteristics inspected upon initial receipt were found conforming to specifications, including the physical dimensions, material melt source, and microstructure chemical analysis. There are no indications of manufacturing issues which could have contributed to this event. The sheared and damaged threads in the dominoes are evidence of cross-threading. Repeated efforts to use the damaged dominoes resulted in five (5) total plugs being damaged before the decision was made to replace the dominoes in their entirety. The root cause is likely attributed to cross-threading and excessive force placed on the plugs during insertion to the part 14-589607 domino, resulting in damaged interior threads in the domino saddles. Supplemental report two of three for the same event, reference 2242816-2015-00034-2 and 2242816-2015-00085-1.